Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned. Electrical testing determined that continuity of the conductors was complete. The helix electrode consistently extended and retracted within 9 turns. Blood was present in the helix mechanism. The lead was considered functionally normal.

Event description:
It was reported that during the implant procedure, the helix extended on its own and the lead became stuck in the svc. It was also noted that there was no sensing detected. The lead was not implanted. No patient complications have been reported as a result of this event.